Event description:
General report received that pumps are falling off the IV poles and hitting patients. The customer contact indicated that the information was originally obtained from an anonymous internal website that provided no tracking information in order to obtain specific patient or event details. The anonymous writer stated, "the problem is simply the round washer at the end of the screw that clamps to the pump is made of plastic, this plastic washer does not hold. I've seen 5 of these pumps fall onto patients, questionable 3 of which cut deep gashes on the head and face of patients." The customer contact indicated that neither clinical engineering, nor the hospital's risk management departments have received reports of this nature. Though requested, no further information was available.